Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that altrx neut 36idx52od, pinn sector w/gription 52mm, and articuleze m head 36mm +5 were involved in a reported event. The event involved liner disassociation, resulting in revision surgery. The patient experienced joint instability and required a corrective invasive procedure, including pre-operative x-ray and replacement of the liner and head. The cup remained in situ while the liner and head were explanted and returned for investigation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner disassociation, resulting in liner change revision. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Articuleze m head 36mm +5 only displays implantation and explanation sings. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device lot number 4894077, and no non-conformances / manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the articuleze m head 36mm +5 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number 4894077, and no non-conformances / manufacturing irregularities were identified.